Event description:
It was reported that the customer received a motor error on the insulin pump during a bolus delivery attempt. The customer's blood glucose was 7.8 mmol/l. No significant events leading to the alarm were recalled. The insulin pump was not exposed to a strong magnetic field. The customer does not use the sensor feature on the insulin pump. The customer was unable to rewind the insulin pump and was advised to discontinue use and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.